Event description:
It was reported that during a procedure using a coblator ii controller, the unit was not producing output. Add'l wands and foot pedal were tested with this unit but yielded the same results. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or patient complications reported as a result of this event.